Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Sterile date of product 18 may 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 05), identifies the hazard situation as "1.5 catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body." The risk level is considered moderate. Based on complaint of "catheter fragment sheared off in patient" this determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. Feedback from the customer indicated failure occurred during placement of lumbar drain, no additional details were provided on what may have led to shearing of catheter. Risk is captured in (B)(4) rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet (ras. The patient was taken to surgery the next day and the fragment was removed successfully. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821707 - on [redacted], ir [interventional radiology] physician reported unsuccessful fluoroscopically guided lumbar drain placement complicated by a short fragment of distal drain sheared off into posterior epidural space (small foreign body). CT cath fragment retained 2.5cm and diameter of 0.2cm in right dorsal epidural spaced. Level l3-4. Procedure aborted and no safe way of percutaneous retrieval. Discussed with neurology md team. Discussed with patient and several family members at great length. On the next day [redacted], pt was taken to surgery for csf [cerebrospinal fluid] leak repair (unrelated to this event) and neurosurgeon was able to remove the retained drain fragment, but it was unfortunately discarded by surgery team. No harm or deviation in care.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Related to MDR report: (B)(4). Per (B)(4) rev 05 natus external drainage lumbar catheters - risk analysis spreadsheet (ras) hazard 1.5 - catheter tubing is cut by sharp inner edge of needle while accessing into lumbar spine and a catheter piece is left in the patient body. Effect (harm): surgical intervention. Residual risk: moderate the hazard identified have been reduced as far as possible, and the residual risk for this hazard is mainly associated with the surgical revision. The device's IFU contains the instructions, warings, cautions, and precautions in order to use the device. Risk outweighed by benefit of use of device. Further investigation to be carried out.

Event description:
Nt821707 - on [redacted], ir [interventional radiology] physician reported unsuccessful fluoroscopically guided lumbar drain placement complicated by a short fragment of distal drain sheared off into posterior epidural space (small foreign body). CT cath fragment retained 2.5cm and diameter of 0.2cm in right dorsal epidural spaced. Level l3-4. Procedure aborted and no safe way of percutaneous retrieval. Discussed with neurology md team. Discussed with patient and several family members at great length. On the next day [redacted], pt was taken to surgery for csf [cerebrospinal fluid] leak repair (unrelated to this event) and neurosurgeon was able to remove the retained drain fragment, but it was unfortunately discarded by surgery team. No harm or deviation in care.